Event description:
Coiling treatment of an aneurysm. It was reported the coil could not be detached. Upon removal, the coil detached inside the y-connector. No patient injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had detached, but the evaluation could not determine the cause of the event.